Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a damaged connector was observed. A functional evaluation revealed a short circuit. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include incomplete potting on the hall board which may result in component failure, or corrosive damage on the hall board which may contribute to a short circuit.

Event description:
It was reported that the mdu hand control gave an error message that it had a short circuit. No patient injuries were reported.